Event description:
The customer reported that the system would produce a black image and a clicking sound. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed a filament calibration and a positive fifteen minute arc test. The system was tested and found to be working as intended and put back in service.